Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The siemens cse evaluated the event and noted the low recovery is due to a use error. On (B)(6) 2020, the calibrator gave a high absorbance of 636 mau. On (B)(6) 2020, the pack calibration on well 1 was performed, and the calibrator gave an absorbance of 387 mau. On (B)(6) 2020, the use of well 2 started, and the pack calibration from (B)(6) 2020 was used. On (B)(6) 2020, after restarting the process control computer (pcc), glucose hexokinase_3 (gluh_3) was reverted to the lot calibration from 15-june-2020 and produced the low results reported. The customer alleged that no other methods were affected. The customer used a new pack and performed a recalibration, and corrected the low recovery. The analyzer has performed according to specifications. No further evaluation of the device was required.

Event description:
Discordant, falsely depressed, glucose hexokinase_3 (gluh_3) results were obtained on the atellica ch 930 analyzer. The discordant results were reported to the physician(s). The customer used an incorrect calibration and performed a new calibration, ran quality control testing, and used the same samples to perform repeat testing on the same instrument. The customer informed that corrected reports were issued to the physician(s). There are no reports of patient intervention or adverse health consequences due to the false depressed gluh_3 results.